Manufacturer narrative:
The review of the provided data from 6 november 2023 highlighted that a message was displayed on the screen (¿aida reading: failed¿) during the reading/decoding of the aida episodes. The little yellow square appeared during the reading/decoding of the aida episodes. The root cause of the failure of aida reading is programming of parameter(s) while the device was reading aida. Alternating between parameter programming and episodes reading resulted in aida reading failure. The episodes are not available. Workaround: wait for the aida reading phase to the end before programming parameters or running tests. No general malfunction is suspected on the software modules. This case is retained and utilized for trend purposes.

Event description:
Reportedly, in the diagnosis screen a small yellow square appears in the middle of the screen and prevents episodes from being opened to view egms.

Event description:
Reportedly, in the diagnosis screen a small yellow square appears in the middle of the screen and prevents episodes from being opened to view egms.